Event description:
Additional log files were submitted that indicated a conductor breakdown on phase 1 of the driveline. The pump itself was operating within normal parameters. Continued monitoring was recommended. Additional information was received log file continued to show intermittent driveline faults between 05dec2025 and 09dec2025. These alarms were occurring more frequently than in the prior log file from (B)(6) 2025. Additional information was received log file continued to show intermittent driveline faults between 05dec2025 and 09dec2025. These alarms were occurring more frequently than in the prior log file from (B)(6) 2025. Additional log file were submitted that continued to capture driveline fault alarms throughout the event history. No further unusual events were recorded in the log file event history. Phase a (green) phase b (brown) phase c (orange) 19.67083333 71.3375 64.59583333.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined, based on previous complaint history, the alarms captured in the submitted log file appeared to be consistent with potential driveline wire compromise. Evaluation of the submitted log file also confirmed a driveline disconnect event which resulted in a pump stop; however, a specific cause for the driveline disconnect could not be conclusively determined through this evaluation. Additionally, review of the submitted images showed superficial damage to the patient¿s driveline. A specific cause for the damage could not be conclusively determined through this evaluation the submitted log files collectively contained events from (B)(6) 2025 through (B)(6) 2025, (B)(6) 2025 through (B)(6) 2025, and (B)(6) 2025 through (B)(6) 2025. Driveline fault alarms, associated with yellow wrench advisories, were captured throughout the files. Electrical continuity data suggested a potential wire conductor breakdown issue with the green wire within phase 1. Additionally, a pump stop associated with a driveline disconnect was observed on (B)(6) 2025. No other notable events were captured. No other notable events or alarms were observed. Despite these findings, the pump appeared to function as intended and operated at or above the lsl for the duration of the file. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the account. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 6 of the IFU, entitled "patient care and management", addresses how to care for the driveline. This section notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7 of the IFU, entitled "alarms and troubleshooting", outlines all system controller alarms and the appropriate actions associated with them. The patient handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4 of the patient handbook, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section of the patient handbook outlines all system controller alarms, as well as how to respond to such events. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that upon interrogation of the left ventricular assist device (lvad), multiple driveline fault notifications were uncovered. The patient had system controller exchange when admitted first at the hospital. Driveline fault events were noted starting 12nov2025 at 0914 through 2004 and then resolved. The log file from the exchanged controller noted some intermittent low flow events as well as some intermittent driveline fault events. It appeared as though the green wire in phase 1 of the driveline was failing according to the data. It was not broken but had some continuity issues. X-rays were in progress. Log files were sent while using the ungrounded cable. Driveline disconnect was noticed on 13nov2025 at 1405. Also, some random driveline fault events on 13nov2025 at 1737 and 14nov2025 at 1155. Additional log files were submitted that captured the reported intermittent driveline fault alarms. No pump stops or low speed events were noted in the log file. Additional log files were submitted that indicated a conductor breakdown on phase 1 of the driveline. The pump itself was operating within normal parameters. Continued monitoring was recommended.